Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that during the continuous administration of blinatumomab, the tubing is cracking at the distal section of port tubing just above the q-site. Additional information received 10/23/2024: patient was receiving blinatumomab in the hospital setting when his port line cracked. Within 24 of the port cracking, the patient spiked a fever and grew positive blood cultures resulting in a clabsi. Peripheral IV placed for antibiotic administration. Continuous blinatumomab stopped for 3 days. PICC line placed to infuse antibiotic therapy without further interruptions of continuous blinatumomab. The same patient was receiving blinatumomab in the hospital setting when his port line cracked again. Within 24 of the port cracking, the patient spiked a fever and grew positive blood cultures. Our infectious disease team is reviewing the case, but this will result in another clabsi for this patient. It was determined that his indwelling port needed to be removed under surgery. His continuous blinatumomab was stopped 1 day early. This report addresses the first cracked needle that stopped treatment for 3 days.